Event description:
Philips received a complaint from customer biomed reporting a low inspiratory pressure alarm continued to sound on the v60 ventilator until the user forced a power off. The device was not in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) evaluated the device and was unable to reproduce the alarm. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporter information: (B)(6).